Manufacturer narrative:
Sds advanced against resistance. The device is expected to be returned for eval. It has not yet been received. A f/u report will be submitted with all add'l relevant info.

Event description:
Device malfunction: stent delivery system tip detachment. Time of malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during a stenting procedure of the left internal carotid artery, resistance was felt during advancement of the rx acculink stent delivery system (sds) through the aorta. An attempt was made to deploy the stent as the target lesion; however, resistance was felt. The sds "did not respond normally", and the stent deployed proximal to the lesion. After stent deployment, it was noted that the tip of the sds had become loose and detached in the left internal carotid artery. A non-abbott snare device and filter wire were used to successfully snare the tip of the sds from the pt anatomy. There was no other pt sequela. The pt will return for a stenting procedure of the target lesion. Though requested, no add'l info was provided.